Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The cause was determined during a visual inspection to be the keypad was not connected properly to the input/output printed circuit board. The keypad was reconnected properly to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad issue on the second column of the keypad. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.